Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally.

Manufacturer narrative:
(B)(4). The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A review of the appropriate device history records indicates rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that during tumor removal from the breast a non-medtronic needle electrode overheated melting the insulation and setting fire to gauze which was in the surgical field. The gauze was removed from the surgical field and the flame was extinguished. This did not cause any patient injury or harm.